Manufacturer narrative:
Final analysis on the pump revealed no anomaly found. Final analysis of the catheter revealed difficulty with sutureless connector led to explant.

Event description:
It was reported that the patient had dosing increases and was still not receiving adequate therapy. The patient reportedly never got good therapy since their ascenda catheter had been implanted. The health care provider (hcp) had taken an x-ray of the catheter and suspected that it was coiled. The hcp went in on the day of this report to revise the catheter, however when they went in 'everything looked fine' at the spinal incision site. The hcp went to the pocket site and found fluid in the pocket and that the sutureless (sc) connector was 'stuck' on the pump and the silicone had separated from the metal from attempting to pull the sc connector off. The hcp replaced the entire pump segment and replaced the pump 'just to be conservative.' The device system had been used to deliver compounded baclofen and following the replacement, the new device was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n174345, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter; product ID 8780, serial# unknown, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: it was reported that the patient was receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.